Event description:
It was reported that this right atrlal (ra) lead exhibited noise with oversensing while isometrics were performed in clinic. It was noted that this lead was implanted in 1998 and was programmed to unipolar with fixed sensitivity at 1.5 mv. It was also noted that there was 10 months remaining on the patient's device and they may consider implanting a new ra lead at the anticipated device changeout. This ra lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).